Event description:
Pt reported that the back to back test readings on the ss meter were 109 and 194 mg/dl (56% difference). Tests were done within 10 minutes of each other using separate finger sticks. No symptoms were reported. Pt does not clean meter according to manufacturer's product recommendations (cleans with alcohol). The meter was replaced. Unable to reach pt by phone to follow up. Letter was sent to pt asking to contact lfs. There was no allegation of harm.